Event description:
Patient/device was part of sjm quadra assura cd3265-40 advisory alert. Patient has an underlying rhythm of chb. Decision was made to prophylactically change out device as the recommendation is if the device triggers alert, generator should be immediate = within 24 hours.